Event description:
Caller reported that the t: slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several troubleshooting steps, including attempting to power the pump with both the existing and a different charging cable; however, the issue persisted. As a result, technical support arranged to send a replacement tandem cable and wall adapter via expedited shipping. The caller was advised to use an older tandem pump and to contact a healthcare provider for a backup therapy method if necessary.